Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head displayed no white balance and image was yellow. The issue was found during a therapeutic laparoscopy hysterectomy procedure, which was completed with a similar device. There were no reports of patient harm.